Manufacturer narrative:
The customer observed decreased results for abbott positive control 1 and patient samples when changing from architect hiv ag/ab combo reagent lot 71310li00 to lot 72172li00 and 73357li00. According to the control values provided, the controls tested with all three lots were well within specifications of the package insert. One patient sample gave a (B)(6) result with lot 71310li00, but (B)(6) results with lot 72172li00 and 73357li00. The sample gave a (B)(6) result on western blot. There are no clinical symptoms or patient history that indicates an (B)(6) infection. Historical complaint metrics determined that there is normal complaint activity for lots 72172li00 and 73357li00. No related adverse trends or non-statistical trends were identified for the complaint issue. Retained kits of reagent lot 72172li00 and 73357li00 were tested to evaluate sensitivity. Results of this testing did not implicate that the sensitivity performance of the lots is negatively impacted. The reagent kits showed normal performance without (B)(6) results. In addition, the clinical sensitivity of the lots was evaluated by testing two commercially available seroconversion panels ((B)(4)) on one instrument. The seroconversion panel results were compared to architect hiv test results provided by (B)(6) and both reagent lots detected the same bleeds as (B)(6). Based on these data it was shown that the sensitivity performance lot number 72172li00 and 73357li00 is not adversely affected. Review of the product labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified. A patient specimen gave (B)(6) results with lot 71310li00, but (B)(6) results with lot 72172li00 and 73357li00. Western blot testing was (B)(6), but since no (B)(4) testing or (B)(6) testing had been performed, no final conclusion on the (B)(6) status of the patient can be made.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product (catalog #04j27) that has a similar product distributed in the us (catalog #02p36).

Event description:
The customer stated that after switching from architect (B)(6) combo reagent lot 71310li00 to lots 72172li00 and 73357li00, control values and patient results decreased. The customer is concerned that the new lots could lead to (B)(6) results as demonstrated by a patient comparison. One patient sample (patient 1) generated (B)(6) results of 1.16 and 1.07 s/co with lot 71310li00, but nonreactive results with lot 72172li00 (0.87/0.76 s/co) and lot 73357li00 (0.57/0.63 s/co). No adverse impact to patient management was reported.